Event description:
Complainant for (B)(4) stated that after using medical device for cvs hydrogen peroxide cleaning & disinfecting lens care system he experienced a burning sensation in his eye.

Manufacturer narrative:
Based on the initial report, the date of event is best estimated to be (B)(6) 2014. Sample received past expiration date.

Event description:
This is a follow-up report.